Manufacturer narrative:
The technician replaced the brake/steer caster, stiffener plate and brake bearing to repair the bed.

Event description:
Information received indicates the casters are not holding in brake mode.